Manufacturer narrative:
This instrument was investigated. On (B)(6) 2014, an ocd fe (field engineer) visited the site and verified reader camera optics adjustment. Performed reader reference and processed wadd diagnostic test to verify analyzer. Customer processed quality controls and accepted results.

Event description:
Customer reporting false negative reaction in the anti-d microwell (rh). Patient was initially tested on provue on (B)(6) 2014 and was typed as group o, rh pos. Patient was transfused two units of group o, rh negative packed red cells on (B)(6) 2014. New sample was tested on (B)(6) 2014 on provue and now the anti- d microwell (rh microwell) showed no reaction and provue gave a result of group o, rh negative. (B)(4).